Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of 18 mmol/l (324 mg/dl) and air bubbles while using the infusion device. Her normal blood glucose level is 6 mmol/l (108 mg/dl). She stated, she bolused through the infusion device, but was unable to lower her blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.